Event description:
A surgeon reported that on several occasions during surgery, black foreign debris from the black plunger of the viscoelastic was in contact with the patient. The debris had to be retrieved sometimes. There was no harm to the patients.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).